Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort due to ipg placement. The patient underwent a revision procedure wherein the ipg relocated. The patient was doing well postoperatively.